Manufacturer narrative:
The exposed portion of the soft cannula was observed to bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported that the patient's blood glucose (bg) values that reached 354 mg/dl. For treatment, the patient gave themselves a manual injection of 6 units and changed out the pod.